Manufacturer narrative:
Product development investigation was completed. The investigation summary indicates that: it was reported that the buttress/compression nut and blade/screw guide sleeve were found stuck together in the sterile processing department. There is no patient involvement with this complaint. Customer quality (cq) engineering investigation: this complaint is confirmed. The two devices were received stuck together as reported. The nut is stuck on the most proximal thread region of the guide sleeve. The buttress nut could not be moved about the guide sleeve at cq. There exists post manufacturing damage in the form of several dents/nicks on the threads of the blade guide sleeve adjacent to where the nut is stuck, visual evidence of the post manufacturing damage. It is most likely that this contributed to this complaint. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition. No new malfunctions were identified as a result of the investigation. No new, unique or different patient harms were identified as a result of this evaluation. The returned parts were determined to be suitable for the intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed for part # 03.037.016, lot 9872403: manufacturing location: (B)(4), manufacturing date: 03.jun.2016: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the buttress/compression nut and blade/screw guide sleeve were found stuck together in the sterile processing department. There is no patient involvement. This report is for one (1) buttress/compression nut. This is report 1 of 1 for complaint (B)(4).